Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement is likely to cause or contribute to pt injury. Device issue: stent dislodgement. It was reported that the stent was found loose on the distal shaft of the balloon during preparation. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results- product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was located partially on the balloon. The distal end of the stent implant was 1 mm distal to the distal end of the tip. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no twisting noted to the balloon. There was no damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters and they did not meet mfg criteria. The middle measurements were oversized. Product performance engineering reviewed the incident info and the analysis of the returned rx vision sds. It was reported that the stent had dislodged during preparation. Reportedly, there was no pt involvement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of MFR. Analysis of the sds confirmed that the stent had dislodged. The distal end of the stent implant was pushed 1 mm distal to the distal end of the tip, although there were crimp marks present on the tightly folded balloon between the markers. This suggests that the stent was originally positioned correctly and securely at the time of MFR. Dimensional analysis of the device noted that the distal and proximal outer diameters of the stent were within mfg criteria. However, the middle stent measurement was oversized. This may have occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of MFR, positive pressure during prep, or forces sheath removal. The protective sheath in the case was not returned, which may have assisted in the investigation. To ensure that this is not a mfg issue, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. Unfortunately, based on the incident info and the returned device analysis, a conclusive root cause for the reported stent dislodgement could not be determined. The release testing data confirmed that samples from this lot all passed testing for stent orientation, stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp at the time of MFR. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot. Furthermore, a query of the complaint-handling database did not reveal any similar incidents reported for stent dislodgement with this part and lot number combination, which suggests that there are no lot specific product quality issues. This MDR is considered closed by the product performance group.